Event description:
Cryoprobe was being used to get a specimen. It was not being effective. It was removed from patient and checked by surgeon, np [nurse practitioner], and respiratory tech. It was noticed that there was gas escaping from the part that plugs into the cryo unit. It was removed from use and another probe was used, successfully.